Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. Failure analysis found the primary failure of the broken curved blade to be related to the customer reported complaint. A broken piece measuring approximately 0.52" x 0.10" was missing and not returned with the instrument. Blade damage may be detected by the generator with a solid tone or an error. A review of a submitted image was performed. The image confirmed that the harmonic ace instrument blade was missing/detached.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed that the harmonic ace instrument's blade head was broken. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained additional/updated information regarding the reported event. No fragment fell inside the patient during the surgical procedure. The instrument was reportedly inspected prior to use, and no issues were noted. The instrument was in use for five minutes. The instrument did not make contact with any other instrument or hard material during the surgical procedure. The surgeon was dissecting tissue at the time of the event. The instrument was removed with no resistance through the cannula. It was confirmed that the procedure was completed robotically with no patient harm.